Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the flange/ring of the inner tube clips was detached from trachea. It was broken off by the patient. It was indicated that a replacement device was placed.